Event description:
The technician alleged that the bed exit audible alarm was not alarming. No pt impact.

Manufacturer narrative:
The technician replaced the scale pt position module board to resolve the issue.